Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed physical damage to the bottom case. The device was returned to the customer unrepaired due to the customer declined repairs. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device did not power on and had a blank display. There was no patient harm or serious injury reported as a result of this incident.